Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The air/water flow was slow due to the clogged water nozzle. After the nozzle was removed, the air/water flow worked as intended. The insertion tube insulation was out of specification. Switch one (1) had a cut. The plastic distal end cover had a dent. The objective lens had a chip. The bending section cover glue had a crack. The customer barcode on the control body had corrosion. The light guide tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air channel on the evis exera iii colonovideoscope was blocked. The issue was detected in reprocessing. The scope was being reprocessed because the seven (7) day reprocessing rule at the facility was exceeded. The medivator kept providing an error code due to the blocked channel. Different medivators and different medivator blocks were used with the subject device, however, the error code continued. The scope was not used on a patient. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. Based on the results of the device inspection, it is likely that the cause of the reported phenomenon was that the user¿s reprocessing was improper, and nozzle was clogged with foreign material such as piece off peripheral products/body fluids/solid matter of chemicals used, etc. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor the field performance of this device.